Event description:
It was reported to philips that the device failed the operational check at pads testing. Will send device to bench the bench technician evaluated the device and confirmed issue with therapy shock delivery malfunctioning. The device needs a high voltage capacitor and a therapy pca. Upon conclusion of the evaluation, it was determined that the therapy pca and a high voltage capacitor require replacement. We are unable to determine the root cause of the event as multiple parts were required for replacement. The device remains at the customer site and no further evaluation is warranted at this time.

Event description:
It was reported to philips that the device failed the operational check at pads testing. There was no patient involvement.